Manufacturer narrative:
A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova USA inc is not aware if the device is available. Livanova has made attempt to receive more information with no success. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report. Device evaluated by manufacturer? Unknown if device available.

Event description:
On september 02, 2021, livanova received a medwatch stating that, during a minimally invasive cardiac surgery, when the perfusionist attempted to deliver the cardioplegia to the patient, the cardioplegia flow would not flow more than 100cc's per minute without reaching a high line pressure alarm. The surgeon removed the cross-clamp from the aorta and assessed that the aorta was fine. The surgeon re-cross­clamped and had the same problem of high line pressures with only 100ccs of flow. Since the aorta was responding appropriately and there was no evidence of harm to the heart, the surgeon decided to continue the surgical procedure. At the completion of the procedure, visual inspection of the aortic root cannula found the needle was deformed. According to information, the needle was never clamped down on by an instrument. No information of patient outcome was provided.

Manufacturer narrative:
The event occurred on (B)(6) 2020. Livanova was informed of the event on (B)(6) 2021. Livanova is not aware if the device is available. Attempts to receive more information on the event and on device availability were not successful. No image was provided as evidence of the problem. The DHR review highlighted that the lot was released conforming to specifications. No other complaint relevant to this cannula item code was identified in the livanova complaint database. Based on the available information, the livanova believes the most probable issue was the kink of the tip. The root cause of the kink is ascribable to intrinsic design characteristic. To improve the resistance to kinking during the application, livanova has compared the aortic root cannula with other non livanova similar aortic root finding other cannula present thicker tip. Increasing the thickness should improve resistance to kink. In addition, it was found that, the conicity in the complained tip is constant along the tip while other tips of similar aortic root are characterized by an increase of conicity towards the distal extremity. Increase of the conicity should enhance the smooth insertion within the aortic wall. No new hazard has been identified: the failure is described in the relevant risk management file of the products. In details, when a tip kinks or bends, the cannula behaves as a cannula with a clogged tip. According to the relevant risk management file, when the tip of the cannula is clogged, the flow or venting may be reduced or prevented. A patient harm can occur if the patient is not monitored, and the failure remains undetected. However, patients are continuously monitored during the procedures. Accordingly, these failures were noted, the devices replaced, and no harm to patient has ever occurred. According to livanova procedure, the patient overall risk level (the combination of the probability level incredible and the severity critical), is considered acceptable. As the residual risk is in the acceptable region, no action on the market is deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.